Event description:
It was reported that during a convective radiofrequency water vapor thermal therapy procedure the physician did not see any steam emitting from the hand piece. The procedure was unsuccessful due to the faulty device. The patient was sedated when the procedure was cancelled.